Manufacturer narrative:
The calibration and qc data were acceptable. The field service engineer adjusted the probe rinse levels and performed corrective maintenance of the probe rinse levels. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas c513 analyzer. On (B)(6) 2023, patient 1 initial result was 8.02% and the repeat result was 5.56%. On (B)(6) 2023, patient 2 initial result was 6.42% and the repeat result was 5.17%. On (B)(6) 2023, patient 3 initial result was 7.86% and the repeat results were 6.1% and 6.23%. On (B)(6) 2023, patient 4 initial result was 7.56% and the repeat results were 5.6% and 5.78%. The questionable results were not reported outside of the laboratory. The repeat results were believed correct. The reagent lot number was 62958001 with an expiration date of 31-aug-2023.